Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported that capsular bag tear occurred during a cataract surgery with intraocular lens (iol) implant. The iol insertion was too fast and downward force was applied onto the bag with the leading haptic. Posterior capsular tear occurred and during irrigation/aspiration it folded up behind the lens. The lens was removed and reinserted into the sulcus. Additional information has been requested but not received.